Event description:
A pt had a two-way foley catheter. The md ordered a catheter change. When the rn attempted to deflate the balloon on the foley catheter, it would not deflate. The rn attempted to irrigate the catheter and could not irrigate it. The urology md ordered the balloon port to be cut. The foley was then removed.